Event description:
It was reported, the pt lost stimulation and was not able to establish communication between her ipg and programmer. A replacement programmer was not able to resolve the issue. The sjm representative met with the pt and confirmed the issue. No additional info is available at this time.

Manufacturer narrative:
Correction: 1627487-12192011-033-r. This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.